Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv 200 device was found to be ruptured before filling and while the device was still in its packaging. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate sv 200 device with a ruptured reservoir was not confirmed nor duplicated during product evaluation. A visual test was performed with no signs of reservoir rupture or abnormality found. A performance test was also performed, finding no evidence of leak or rupture. Therefore, no assignable cause can be given. This device is a single use device and will be discarded.